Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometrial ablation ("ablation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (essure implant removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, migraine and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\pelvic pain"), endometrial ablation ("ablation"), device expulsion ("expulsion of essure device\no right sided coil is noted") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (date of birth: (B)(6) 2002, (B)(6) 2006), miscarriage, skin inflammation, menometrorrhagia and tubal ligation ((B)(6) 2009). Concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 months 5 days after insertion of essure. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast"), abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain/loss (specify which one)-gain"). In (B)(6) 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). In may 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and malaise ("sick") and was found to have hormone level abnormal ("hormonal") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with salpingectomy (bilateral removal of fallopian tubes),tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, endometrial ablation, device expulsion, pregnancy with contraceptive device, migraine, menorrhagia, vaginal discharge, urinary tract infection, abdominal pain, back pain, depression, headache, nausea, alopecia, rash, weight decreased, malaise, vulvovaginal mycotic infection and weight increased outcome was unknown and the vaginal haemorrhage, abdominal pain lower, fatigue and hormone level abnormal had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device expulsion, fatigue, headache, hormone level abnormal, malaise, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.05 kgs. Biopsy endometrium - on (B)(6) 2013: result: negative. Hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded) no right sided coil is noted, left tube is blocked. Ultrasound scan - in (B)(6) 2008: positive. Concerning the injuries reported in this case, the following one was reported via medical record: device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Reporter's demographics were added. Events- pregnancy (no complications),abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: yeast ¿ urinary tract, psychological or psychiatric problems condition: depression. Rashes or skin conditions type: rash, headaches, nausea, vaginal discharge, fatigue, hair loss,back pain, abdominal pain,weight loss, hormonal, device ineffective and weight gain. Event expulsion of essure device/no right sided coil is noted is captured from medical record. Outcome of event hormonal, vaginal bleeding, fatigue, lower abdominal pain were added as recovered/resolved. Medical history were added. Concomitant condition were added. Lab tests were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coils missing'), pelvic pain ('pain\pelvic pain'), device expulsion ('expulsion of essure device\no right sided coil is noted') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (date of birth: (B)(6) 2002, (B)(6) 2006), miscarriage, skin inflammation, menometrorrhagia and tubal ligation ((B)(6) 2009). Concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 months 5 days after insertion of essure. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2010, the patient experienced fungal infection ("infection: (bladder/urinary tract/vaginal): yeast infections"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast/uti's got worse after essure placed"), abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss (specify which one)-gain") and experienced alopecia ("hair loss"). In (B)(6) 2012, the patient underwent endometrial ablation ("ablation"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), malaise ("sick") and night sweats ("night sweat") and was found to have hormone level abnormal ("hormonal") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with salpingectomy (bilateral removal of fallopian tubes),tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, endometrial ablation, migraine, vaginal discharge, urinary tract infection, weight increased, abdominal pain, back pain, depression, headache, nausea, alopecia, rash, weight decreased, malaise, vulvovaginal mycotic infection and fungal infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, fatigue, hormone level abnormal and night sweats had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device dislocation, device expulsion, fatigue, fungal infection, headache, hormone level abnormal, malaise, menorrhagia, migraine, nausea, night sweats, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.05 kgs. Biopsy endometrium - on (B)(6) 2013: result: negative. Hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded) no right sided coil is noted, left tube is blocked. Ultrasound scan - in (B)(6) 2008: positive. Concerning the injuries reported in this case, the following one was reported via medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporters information added. Events: night sweats , lefts coils was missing, were added. Event outcome were updated to recovered: pain and heavy bleeding . Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and endometrial ablation ("ablation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (essure implant removal). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, endometrial ablation and migraine outcome was unknown. The reporter considered endometrial ablation, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device\no right sided coil is noted'), pelvic pain ('pain\pelvic pain'), pregnancy with contraceptive device ('pregnancy (no complications)') and endometrial ablation ('ablation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (date of birth: (B)(6) 2002, (B)(6) 2006), miscarriage, skin inflammation, menometrorrhagia and tubal ligation ((B)(6) 2009). Concurrent conditions included uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 7 months 5 days after insertion of essure. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced rash ("rashes or skin conditions type: rash"). In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2010, the patient experienced fungal infection ("infection: (bladder/urinary tract/vaginal): yeast infections"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast/uti's got worse after essure placed"), abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract and yeast"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss (specify which one)-gain") and experienced alopecia ("hair loss"). In (B)(6) 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and malaise ("sick") and was found to have hormone level abnormal ("hormonal") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and hysterectomy with salpingectomy (bilateral removal of fallopian tubes),tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, pregnancy with contraceptive device, endometrial ablation, migraine, menorrhagia, vaginal discharge, urinary tract infection, weight increased, abdominal pain, back pain, depression, headache, nausea, alopecia, rash, weight decreased, malaise, vulvovaginal mycotic infection and fungal infection outcome was unknown and the vaginal haemorrhage, abdominal pain lower, fatigue and hormone level abnormal had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device expulsion, fatigue, fungal infection, headache, hormone level abnormal, malaise, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 148 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.05 kgs. Biopsy endometrium - on (B)(6) 2013: result: negative. Hysterosalpingogram - on (B)(6) 2009: result: unilateral occlusion (left tube occluded) no right sided coil is noted, left tube is blocked. Ultrasound scan - in (B)(6) 2008: positive. Concerning the injuries reported in this case, the following one was reported via medical record: device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received. Event per pfs: infection (bladder/urinary tract/vaginal) type: yeast infection was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.